Manufacturer narrative:
(B)(6). (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery on (B)(6) 2017 for treatment of a tibia fracture. Patient was implanted with one (1) intermedullary nail and four (4) locking screws. Two screws were implanted proximally and two screws implanted distally. During the procedure, the surgeon placed a drill bit in the tibia bone so he would be able to re-direct the reamer instrument from one direction to another. As the surgeon to reaming in the patient¿s tibia bone, the reamer instrument made contact with the drill bit. This event caused the reamer head to break off inside the tibia bone. The reamer instrument was removed, but a small fragment of the reamer head was left inside the patient¿s tibia bone. The fragment is approximately 2mm in length. The fragment placement was verified under x-ray. Surgery was completed successfully with a one minute time delay. Another reaming instrument was available in the operating room to complete the procedure. Patient is reported in stable condition. Concomitant device: drill bit (part/lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Corrected legal manufacturer; corrected physical manufacturer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.